Event description:
Consumer questioning accuracy of their meter when comparing to a lab test. Analysis run on clark error grid using lab reading (111,106) as ref. Point vs. Bd reading (287,263) yielded data point in the c range of the grid, outside acceptable limits.